Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: feb 7, 2023. Device evaluation: the complaint lens was received wrapped in gauze. The complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issues could be identified. The complaint issues were not confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Corrected data: in the initial MDR section h6 investigation codes were inadvertently not populated with codes 3331 and 4109. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to a mechanical failure. A vitrectomy and an incision enlargement were required, however, there were no sutures needed. There was no patient injury. Through follow-up, it was learned that the mechanical issue was due to the patient reporting constant blurred vision at all focal points and constant halos with vision, especially with night driving. The halos were so severe, the patient reported she felt unsafe driving. A non-johnson & johnson lens was successfully implanted as a replacement. The patient is stable post-operatively. No other information was provided.

Manufacturer narrative:
Patient information unknown/not provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.